Event description:
The custom probe broke during the case.

Manufacturer narrative:
Method: no methods performed as there was no device performed and insufficient information. Results: the device was not received back for investigation as it remains with the hospital. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker. Conclusion: because the device was not received back, a root cause could not be determined conclusively.

Event description:
The custom probe broke during the case.